Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was currently in the emergency room due to high blood glucose levels. Blood glucose level at the time of the incident was 258 mg/dl. Blood glucose level at the time of the emergency room visit was 189 mg/dl. Caller stated that the customer had been having issues with air bubbles in the reservoir. No products were replaced or returned for analysis.